Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/20/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Operative report: date of operation: 2016/11/08 pre-operative diagnosis: urinary incontinence at effort. Practical operation: same as planned operation: uretropexia by tvt bandalette + cystoscopy. Postoperative diagnosis: same as record (incision, findings, techniques, sutures, drains, closure) patient under spinal anesthesia in lithotomy position, disinfection of genital and vaginal regions with proviodine and installation of sterile fields. We start with the installation of a 16 french uretal probe. Bladder drain completed later. Then we carry out a placement of xylocaine with epinephrine in relation to the mucosal path to the vaginal level in relation to the urethra. We make an incision next to the urethra about 1.5 cm near the meatus. Dissection on both sides at the submucosal urethral level. Later, we use the tvt needles. We punch through the endopelvian fascia. We run along the inner face of the pubic and we come out the needles at the above level. We perform the same operations on the right-hand side and the left-hand side. After that, the urinary tract is removed. We install our cytoscope to confirm the absence of trauma at the bladder level. This is done, then excision of the needles. We are completing the exterialization of our strip. We remove the cytoscope. We fill the bladder to 300 cc and perform stress tests. The strip is then adjusted until a slight urinary leak is observed. Thereafter, the strip is cut at the above level. Two pull points of chromic 4-0 are applied at the output sites. Later we close the vagina using simple points of chromic 2-0. A vaginal pad is left in place. We re-insert our urinary tract which will be left in place for 24 hours. Intervention well tolerated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2016 and the mesh was implanted. It was reported that the patient experienced bladder spasms, severe pain with loss of urine, difficulty emptying the bladder completely, a feeling of always wanting to urinate, urge to urinate urgently without holding capacity, discomfort inside the vagina with a sensation of having a foreign body, pain in the hips, groins, pelvis, pubis and lower limbs, difficulty in moving, pain on urination, pain during and after sex, heaviness of the front wall in the vagina with discomfort, return of incontinence, and pain when inserting or removing a menstrual tampon. Additional information was requested.